Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Burr would not function. Case type: pka. Surgical delay > 60 minutes. Gsp (B)(4), resolution: replaced anspach controller assy. All testing and verifications passed.

Event description:
Burr would not function, case type: pka, surgical delay > 60 minutes. (B)(4). Resolution: replaced anspach controller assy. All testing and verifications passed.

Manufacturer narrative:
Reported event: mps reported that the anspach motor will not turn on and fails the burr check. Device inspection: per gsp case #: (B)(4) fse noted: - replaced 209780 anspach controller - all checks and tests passed. - the system ready for clinical use. Device history review: a review of the DHR associated with rob532 found qips passed with no notes or comments. Complaint history: a review of complaints in catsweb and trackwise related to the anspach integration packaging assembly, catalog #: 209780 shows 2 additional complaints related to the failure in this investigation. These complaints are: pr (B)(4). Conclusion: the anspach integration packaging assembly, catalog #: 209780, was replaced. The system passed all status checks and is ready for clinical use. Further action: none at this time.